Event description:
Patient had a left metacarpal fracture, and was in operating room for an open reduction, internal fixation of left metacarpal fracture. The surgeon was placing screws and a plate from the osteomed handset. While placing the screws, 2 of the screw heads broke off. The screws were already placed into the bone but now have no heads. Screw heads (two) were collected and given to pathology. Referencing report: mw5167533.